Event description:
A report was received that the patient was experiencing pain and shocking sensation in the left abdominal wall with movements. X-ray was taken and confirmed lead migration. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pain and shocking sensation in the left abdominal wall with movements. X-ray was taken and confirmed lead migration. The patient will undergo a lead revision procedure.